Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and two screw mounting pins within one of the enclosures were damaged. A functional evaluation revealed the unit would continually attempt to pressurize when the rocker switch was engaged. The unit was disassembled and a severely burned transistor on the unit¿s printed circuit board was discovered. The complaint was confirmed and the root cause has been determined to be a burned transistor on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device battery was getting warm. No patient injuries were reported. A backup device was available to complete the procedure.